Event description:
On (B)(6) 2011, the patient was implanted with two gore excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2015, computed tomographic angiography reportedly revealed a proximal type I endoleak. On (B)(6) 2015, the patient presented to the emergency room for rectal bleeding from an enema. On this day, the patient underwent an aortogram which reportedly identified the same proximal type I endoleak. No indication for the cause of the endoleak was given, although it was noted that the proximal end of the trunk-ipsilateral component sat approximately 15mm distal to the renal arteries. On (B)(6) 2015, the patient was implanted with two excluder® aortic extender components proximally to treat the type I endoleak. The endoleak was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
Concomitant products: patient medications include losartan, baby aspirin, levothyroxine, and atenolol. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak.